Event description:
Additional information: the injury is significant and will require plastic surgery. An e2515h pencil was in use, the electrode was not changed. A "large area of char" is visible between where the electrode is seated and the rockerswitch. The hospital is requesting that valleylab come to the hospital to test both the esu and the pencil. A third party biomed is being contracted from denver to be present.